Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case and "adjust belt" messages) was confirmed. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor case was damaged and that the patient was receiving "adjust belt" messages.